Event description:
Customer left a voice message for corporate product surveillance (cps) to report one (1) ce intermate lv 100, lot number 10m011, in which a no-flow was detected on an unknown date. The device was filled with 2g vancomycin in 200ml of normal saline. This occured prior to patient connection. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: no flow condition not confirmed. Visual examination of the unit showed no signs of blockage that could have caused the reported condition. Device's luer cap was removed and flow was readily observed at the luer. A batch review was conducted which found no nonconformances. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.